Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During an unknown procedure that the needle kept popping off. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tkbaum. Batch tjblas. Additional information was requested, the following was obtained: please provide product code and lot number of the faulty sutures two different physicians at the same account. No product will be available. Sxpp2b405. Three cases with one surgeon (dr. (B)(6)) and one case with the other surgeon (dr. (B)(6)) where the needle has popped off the suture. All were total knee replacements in orthopedics. Three cases are unknown procedure dates. Once case occurred on (B)(6) 2023 for dr. (B)(6) patients are okay, no patient harm reported. Cases completed with like suture. Unknown which lot number pairs with which cases, facility has two lots at the moment. Lots: tjblas and tkbaum to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00028, 2210968-2024-00029, 2210968-2024-00030,2210968-2024-00032.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tkbaum, mfg. Date - 9/7/2023, exp. Date - 8/31/2025; batch tjblas, mfg. Date - 8/31/2023, exp. Date - 7/31/2025. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified.